Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Additionally, the battery percentage remained static at a value while charging. The pump battery was also reported to be depleting quickly. There was no reported impact to the customer¿s blood glucose level. No further information regarding the event was provided.